Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed in (B)(6) 2016 due to bone necrosis. Histopathological findings following revision state that the features were compatible with alval. Implantation took place in (B)(6) 2011.

Manufacturer narrative:
.